Event description:
It was reported that a malfunction alarm occurred with a tandem pump, identified by malfunction code malf 16, experienced by a customer in finland. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The pump, which was still under warranty, was replaced by the distributor, (B)(4), as advised by cts, who confirmed the shipping address and provided storage and return instructions. The customer was instructed to return the malfunctioning pump using a pre-paid label within 10 days, and an alternate form of insulin therapy was utilized to ensure continuous delivery.